Event description:
The patient was schedule for invasive aortic valve replacement. However, analysis of ICD showed nonfunctioning rv lead dislodged in the right atrium. The lead was explanted when repositioning was unsuccessful.

Event description:
This x-ray system while doing fluoroscopy went down mid-procedure. No error messages noted by operator.

Manufacturer narrative:
The damage found was sustained during the surgical procedure.